Event description:
On (B)(6) 2010, a male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a zenith main body graft and two zenith iliac leg grafts. The final angiography confirmed an endoleak, so additional ballooning was performed but the leak was not solved. To identify its type, the physician balloon occluded the proximal neck and injected contrast media and the leak was observed. He occluded both junctions in order and injected contrast media and the leak was observed. Therefore, he determined it was type IV and decided to follow closely. The pt's condition after the procedure was unk.

Manufacturer narrative:
No info was provided regarding pt outcome/condition. Endoleaks are addressed per the provided IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. No product or images were returned to assist in the investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. With the limited info provided, etiology of the endoleak is unk. The physician determined that the endoleak was a type 4 (blood flow through an intact but porous graft material). It can reasonably be expected that an endoleak through the intact graft material may resolve spontaneously, especially after the anticoagulant diminished. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaint.